Manufacturer narrative:
The reported event of lead noise was not confirmed. A full lead was returned in one piece. Electrical testing, visual and x-ray examinations were normal with no anomalies found.

Event description:
Related manufacturer reference numbers: 2017865-2023-18732. It was reported that the patient presented in clinic for initial implant procedure. During procedure, the implantable cardioverter defibrillator exhibited noise on the right ventricular (rv) lead and interpreted as ventricular fibrillation. The ICD and the rv lead were not implanted and alternates near at hand were implanted instead on (B)(6) 2023. Patient condition was stable.